Event description:
A malfunction alarm identified as malfunction code 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if further issues arose.